Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the charging of the second clip, the axle deployed from the handle and the jaws became misaligned. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 50 pc. Lot in november of 2016. The returned instrument was evaluated and found that as received the handle mechanism does not connect to the jaw mechanism when squeezed thus making it impossible to open jaws to pick-up, retain, close and release a clip thus we are able to validate the alleged complaint. Further evaluation revealed that once disassembled the bottom end of the drive rod (n00190) where it engages with the jaws was broken off and separated from the rest of the drive rod. Parts were 100% visually inspected and function tested at the (B)(4) before instruments were sent to customer. Other remarks: no irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine how this instrument has been used, stored, handled and cleaned by the end users facility. At this time it is undetermined as to how the end of the drive rod broke off at the jaw end but mishandling at the end users facility is suspected.

Event description:
It was reported that during the charging of the second clip, the axle deployed from the handle and the jaws became misaligned. There was no patient injury.